Manufacturer narrative:
There is no known patient involvement. The user medwatch report listed the date of event as "n/a" sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On april 22, 2016, sorin group (B)(4) received a user medwatch report (FDA reference number was not included in report) stating that the sorin heater-cooler system 3t tested positive for non-tuberculous mycobacteria. The hospital has not identified any related infections in patients. The device has been removed from service and disinfected according the current IFU. The device is currently undergoing disinfection at the recommended intervals, and additional microbiological sampling is being done. Results from microbiological sampling are pending. Follow-up communication with the customer revealed that the machine was used within the or before testing positive for mycobacteria and being taken out of service. The unit has not been returned to service, as the retest results are still pending. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On april 22, 2016, sorin group (B)(4) received a user medwatch report (FDA reference number was not included in report) stating that the sorin heater-cooler system 3t was tested positive for non-tuberculous mycobacteria. The hospital has not identified any related infections in patients. The device has been removed from service and disinfected according the current IFU. The device is currently undergoing the recommended disinfection cycle at the recommended intervals while microbiological sampling is being done. Passing results are still pending.

Manufacturer narrative:
Date of event: (B)(6) 2016. On may 19, 2016, sorin group received a user medwatch report from the FDA (mw5061988) related to this event. Additionally, a review of the initial user report received from the customer on april 22, 2016 identified information that was not included on the initial report submitted by the company march 18, 2016. The user report stated that the device had failed water sampling on (B)(6) 2016. It was reported on the initial medwatch report submitted by the company that the device had tested positive for contamination. However, the date that the failed test result was received by the facility was not documented on the initial report submitted by the company.

Manufacturer narrative:
On november 28, 2016, sorin group (B)(4) received another user medwatch report (mw5066238) regarding this issue. A serial number was not provided in the report. However, follow-up communication with the customer confirmed that the report was related to device serial number (B)(4). The report did not contain any additional information that has not already been reported.